Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the intraocular pressure control function became disabled several times during a vitrectomy procedure. The vitrectomy cassette pack was replaced and the procedure was completed with no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
The device history record (DHR) showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample and the sample met specifications. The root cause of the customer's complaint could not be established. (B)(4).